Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found insulation degradation at 8.7 cm from the connector pin. An insulation abrasion exposing the outer coil was noted 18.5 cm to 18.6 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.